Event description:
It was reported that after placing a new dexcom g7 sensor, glucose readings were not immediately displayed on the ilet, and the system remained in a pairing state, with the patient¿s blood glucose reported at 80 mg/dl at the time of contact. Outcomes included no reported clinical signs, symptoms, or conditions and no health consequences or impact. Investigation included communication with the patient¿s caregiver, review of alert history, and guided troubleshooting steps, including toggling the cgm setting between g6 and g7, verifying alerts, and re-entering the sensor pairing code, with instructions to allow additional time for pairing to complete. Investigation of this case did not identify a malfunction of the ilet device and indicated that the behavior was consistent with a transient cgm-to-ilet communication disruption commonly observed during sensor initiation and pairing. It was concluded, based on previously established findings for similar reports, that the event represented temporary cgm connectivity behavior rather than a confirmed device or component failure.